Manufacturer narrative:
H3 - product evaluation found lens returned in a microcentrifuge vial, with moisture, residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -11.0/3.5/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted vertically due to excessive vault and the problem resolved. Cause of event is unknown.